Event description:
During elective replacement of an implantable pump, the physician suspected signs of infection (not specified). It was decided to explant all the system and wait to re-implant. The new system was implanted 13 days later. The patient doesn't report infection symptoms after new implant. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.